Event description:
A surgeon reports an intraocular lens (iol) haptic broke during implantation. It was necessary to enlarge the incision to accommodate removal of the lens. The pt had a good outcome.